Manufacturer narrative:
One tapered screw-vent implant (tsvt4b10) and healing collar were returned for investigation. The reported event occurred at tissue level. Therefore, the investigation was centered only on the implant. Visual evaluation of the as returned implant identified signs of wear and bone residue due to usage. Functional testing could not be performed for the reported failure (pain). However, measurements were taken using a caliper. Through dimensional analysis and comparison to drawings, the device was determined to be within design specification. Pre-existing condition noted on the per was high bone density type I. The reported device had been placed on tooth #30 for approximately 11 days. X-ray and picture images were not provided. DHR review for the lot (1232982) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op# 150). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot (1232982) and no similar event or complaint was found. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/non-verifiable. The following section has been corrected: h4: manufacturer date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant (tsvt4b10) was removed due to pain after procedure. Tooth location 30.